Manufacturer narrative:
Additional information: d9, g6, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, an effusion occurred. Following transseptal puncture, an effusion was suspected. Two echocardiograms were performed and a small effusion on the posterior wall was confirmed. The physician decided to continue with the procedure. During post left atrial mapping, the patient's arterial line pressure dropped down to 45/40. Another echo was performed and revealed the effusion had become moderate. A drain was placed in the epicardial sac and a final echo revealed the effusion had decreased and was no longer growing. The drain was removed and the patient went to the ICU. The physician suspected the transseptal needle as causal device. There were no performance issues with the abbott product.